Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility, a cutting blade broke while in use with the device and the blade mount lever of the device disassembled. The procedure was completed successfully no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the blade mount lever and subsequent broken blade was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel was fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility a cutting blade broke while in use with the device and the blade mount lever of the device disassembled. The procedure was completed successfully no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility a cutting blade broke while in use with the device and the blade mount lever of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.